Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several inappropriate shocks were delivered to the patient because of noise oversensing. Preliminary analysis confirmed that inappropriate shocks were delivered on (B)(6) 2020 due to ventricular noise oversensing. The observed noise most probably resulted from a ventricular lead issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, several inappropriate shocks were delivered to the patient because of noise oversensing. Preliminary analysis confirmed that inappropriate shocks were delivered on (B)(6) 2020 due to ventricular noise oversensing. The observed noise most probably resulted from a ventricular lead issue.